Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiographer's x-ray console in the exam room was experiencing issues with joystick that when doing a left anterior oblique (lao) and right anterior oblique (rao) movement, the cranial movement was also activated. During troubleshooting, the fse found issue with the geo module. The fse replaced the geo module. The cause of the geo module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo module by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when doing a left anterior oblique and right anterior oblique movement, the cranial movement was also activated. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the geometry module which returned the device to use in good working order.